Event description:
Received an electronic report from a peritoneal dialysis rn. It was initially reported the del clamp caused leaking. The initial reporting rn was contacted for further info of this event. It was learned, the rn feels this is a clamp issue because once the clamp was applied, there was a leak. The pt's mother brought the clamp into the clinic, however, she throws al the clamps together and is unable to identify the lot number. As a result of the event, this peritoneal dialysis pt was given 1 gram of ancef ip. There is no report of infection or injury related to this event to this pt. The pt is able to continue prescribed peritoneal dialysis therapy as ordered with no ill effect related to this event.